Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a rf pic failed self test alarm. Customer's blood glucose was unknown at the time of incident. Customer stated a rf pic failed self test alarm was found in the insulin pump alarm history. During troubleshooting, customer stated that the alarm did not occur during the rewind/prime sequence. Self test was performed and it failed. Customer also mentioned that the battery was changed the night prior to call and currently insulin pump battery indicator was showing low. Low battery alert troubleshooting was performed and completed. Customer was advised to discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: compromised force sensor system alarm during prime/ test and motor error alarm during basic occlusion test due to faulty sensor resistor . Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. No alarm or low battery alarm noted. The battery icons functioned properly. Pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.